Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to re-instal the g5 application, power down the smart device, and re-pair the transmitter with the application which resolved the reported issue. No additional patient or event information is available.